Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, several nurses experienced underfilled on unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples from bd inventory were evaluated by functional testing and the issue relating to underfill was observed. 20 retained samples were draw-tested with deionized water. From this testing, it was determined that 6 out of 20 tubes drew out of specification. The fill line present on bd tubes indicates the nominal fill and in use some variation can be seen, either above or below this line, due to a number of factors e.g. Phlebotomy technique, air pressure, age of the tube etc. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.